Event description:
It was reported that the operating room was using a pressure sensor, and there was a leak at the t-valve joint. It was affecting use, and the doctor replaced it immediately. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.